Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1: date of submission 11/11/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 10/29/2015 with the following findings: a review of the pump black box data revealed multiple cs 064 service alarms. During testing, the pump was unable to complete the load step due to a cs 064 alarm. The pump case was removed and no defects were found to the motor flex or connector. A test motor was connected to the pump and functioned appropriately. The motor assembly was disassembled and found that the motor was functional. The mechanical assembly was found to be seized. The mechanical assembly was unable to be manually turned. (B)(4).